Event description:
Reporter called to report that the perclose proglide broke off into patients right common femoral vein during procedure. The device fragment was surgically removed. No harm to patient.